Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg would no longer charge. The patient underwent an ipg and lead replacement procedure. Device malfunction was suspected with the ipg and not with the lead. Lead replacement was per physicians preference. The patient was doing well postoperatively.